Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0267 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2017- per sales rep, the facility reported that the microintroducer did not completely peel away and a small portion was left around the PICC. It was stated that the user had to remove the remaining side of the microintroducer by pulling it away from around the PICC with a hemostat.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of incomplete microintroducer sheath peel was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 5fr introducer ptfe peel-apart sheath. The sample was received peeled. Blood residue was observed within the sample. The break at the skived region was not regular. More material broke on the left hand tab than on the right hand tab. Microscopic inspection of the excess material on the right hand side revealed material discoloration and deformation. The material exhibited a region of striated texture. The sheath handles failed to split completely along the skiving, resulting in the observed uneven deposition of material along the break surfaces. The failure to split properly appeared to be the result of improper/incomplete skiving during device manufacture. The sample will be forwarded to the manufacturing site for further evaluation.